Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace transmitter message on the app occurred. Data was evaluated and the allegation was confirmed as a failed transmitter alert was confirmed. The probable cause was determined to be a low transmitter battery. The reported event of a replace transmitter message on the app is reportable based on the finding of a failed transmitter message. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: it was indicated that the patient was using an unsupported operating system, which is misuse of the device.